Event description:
General report received of an unspecified number of undocumented incidents of device breakages. The gemstar tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, the secure lock male adapters of the tubing sets were connected to ports on 2-way stopcocks for deliveries of unspecified medications. After unspecified lengths of time when the deliveries were completed, the customer contact reported it was not easy to disconnect the secure lock male adapters from the connections. It was reported that a vessel clamp was used and some secure lock male adapters broke off into the connections. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device have been discarded. Investigation is not complete. Documentation received from the international contact indicated that information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.